Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The air/water channel tested positive for 80 colony forming units (cfu) of nonfermenting gram negative rods and the distal end tested positive for an unspecified amount of aerobic spore formers. The automated endoscope reprocessor was also tested and no germs were found. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is gigasept peals and the automated endoscope reprocessor (aer) used is a non-olympus reprocessor. The aer detergent is detergent dlc and the aer disinfectant is aperlan poka yoke agent a/b. Pre-cleaning steps include aspiration of water through the instrument/suction channel and flushing the air/water channel and auxiliary water channel. Manual cleaning consists of brushing the instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator with a fuji nedwork racoon brush prior to automated reprocessing. The endoscopes are not sterilized. Their storage practice is vertical hanging in a simple cabinet. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: cp-plate is deformed, aw-cylinder has discoloration, s-cylinder has discoloration objective lens has a chip, lg lens has a crack, adhesive on a-rubber has visible thread, connecting tube has a buckling. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.